Event description:
The customer reported, that the touch screen became unresponsive, when they tried to change a syringe. The treatment was stopped. There was no blood loss or any other clinical consequences to the patient reported as a result of the reported event.

Manufacturer narrative:
The treatment data files related to the reported event are not available. Corrective action has been identified by the manufacturer to eliminate known causes of frozen screen. The corrective action will be implemented in a future software version.